Manufacturer narrative:
Sensor 0m0001xrh9d has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in mount, no damage or cracks were observed on the sensor neck. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported that on (B)(6) 2017 the sensor provided a glucose result of 300 mg/dl (trend arrow position unknown). Customer was administered an unspecified amount of insulin based on the sensor reading of 300 mg/dl and subsequently experienced a seizure and loss of consciousness. Customer was then administered a glucagon injection by their father and paramedics were called. Upon their arrival, paramedics determined the customer to be hypoglycemic and treated the customer with intravenous fluids. Additionally, the caller reported that on (B)(6) 2017 at an unknown time the sensor provided a reading of 300 mg/dl (trend arrow position unknown) compared to a capillary test result of 60 mg/dl. When plotted on the parkes error grid, a sensor scan result of 300 mg/dl and a built in glucose result of 60 mg/dl fall into the "d" zone, showing the difference in values to be clinically significant. No third party medical treatment was reported related to this comparison. There was no report of death or permanent injury associated with this event.